Manufacturer narrative:
Additional data: d4. Corrected data: d9. No physical device was received. Based on the provided information by the customer, the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the potential root cause for this failure could be due to the screws not being fully tightened to the device which would have caused the screws to become loose and detach from the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. File linked to submission name: 3011649314-2024-00953. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a silent nite gl hinge appliance has broken. Reportedly the patient swallowed screw (2nd time) and has gone to the hospital due to stomach cramps. The patient reportedly received the appliance in (B)(6) 2025, and the appliance broke in the early part of (B)(6) 2025. The patient is reportedly healthy, and no permanent injury was reported.